Event description:
It was reported that on (B)(6) 2026, a 34mm amplatzer amulet was chosen for implant using a 14f amplatzer torqvue delivery sheath. Within approximately 10 minutes of deployment, the 34-mm amulet embolized, and the patient¿s pressures became dampened. Fluoroscopic imaging demonstrated that the device was no longer positioned within the left atrial appendage. Subsequent transthoracic imaging identified embolization of the amulet device into the mitral chordae. The device was retrieved using a gooseneck snare, an ono retrieval device, and raptor biopsy forceps. The patient is undergoing mitral valve repair and is currently stable.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device embolization was reported. A returned device assessment could not be performed as the device was not returned for analysis. As no lot number was received from the field, no device history record or lot specific similar complaint review can be performed. Based on the available information, the cause for the reported device embolization could not be determined. An unexpected medical intervention was a result of case specific circumstances, as the device was snared. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2026, a 34mm amplatzer amulet was chosen for implant using a 14f amplatzer torqvue delivery sheath. Landing zone measurements used for device sizing were reported as 25 mm (0°), 22 mm (45°), 22 mm (90°), and 23 mm (135°), and device sizing was determined using CT, fluoroscopy, and intracardiac echocardiography (ice) measurements. Ice was utilized as the primary imaging modality during the procedure. Multiple devices were trialed during the implant attempt; a 28-mm device was deemed too small, a 31-mm device initially passed close criteria but failed during the tension test and was subsequently recaptured, prompting upsizing to a 34-mm amulet. The device was reported to have a compressed, tire-shaped configuration at the time of implant, with no peridevice leak detected around the lobe. The close criteria were reported as satisfied, and a tension test was performed. The left atrial pressure at the time of the procedure was reported as 10 mmhg; after the pressure was noted to be below 12 mmhg, 200 ml of fluid was administered, and left atrial pressure was not re-measured thereafter. No rhythm changes were reported during the procedure. Within approximately 10 minutes of deployment, the 34-mm amulet embolized, and the patient¿s pressures became dampened, resulting in hemodynamic instability. Fluoroscopic imaging demonstrated that the device was no longer positioned within the left atrial appendage, indicating complete dislodgement from the intended implant site. Initial transthoracic echocardiography (tte) identified migration of the device, which was subsequently confirmed with transesophageal echocardiography (tee), demonstrating embolization into the mitral chordae with impingement of mitral valve flow. The implanter was unsure of the cause of embolization. The embolized device was reported to be obstructing blood flow at the mitral valve. The device was retrieved using a gooseneck snare, an ono retrieval device, and raptor biopsy forceps. The retrieval was considered an emergency procedure to prevent permanent impairment and/or death. The patient is undergoing mitral valve repair and is currently stable.